Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff not holding air and with persistent leak. Trach was change in the operating room with different brand and size.